Manufacturer narrative:
(B)(4). Approximate age of device: 1 year and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the patient developed confusion, left sided weakness, decreased level of consciousness and acute onset of difficulty to arouse on an unspecified date. A head CT showed a large intracerebral hemorrhage. At the time of the event, the patient had a sub-therapeutic inr of 1.86 (baseline 2-3). On (B)(6) 2017, the patient expired. The cause of the expiration was reported as a cerebrovascular accident. The pump was not explanted and an autopsy was not performed. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported intracranial hemorrhage could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.